Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer was able to successfully clear the occlusion alarm and resumed insulin delivery. Customer's blood glucose level was 411 mg/dl. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue.